Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. Per the report, the pt woke up on the other day, with high blood glucose. The pt began having difficulties on that day in the evening. On original date at 5:30 am, her blood glucose was "hi". By 3:00 pm, her blood glucose was 307 mg/dl. By 5:00 pm, her blood glucose was back up to "hi" and she went to the ER. She was admitted and treated with IV insulin and fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed. The device was found to apss all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the prod was within spec.